Event description:
Explant on a maxwell-brancheau arthroresis (mba) implant device was performed to alleviate pain reported by the patient 5 months following the original surgery. The explanted device was not returned to the manufacturer nor was it reported as defective.